Event description:
Boston scientific received information that this atrial lead was exhibiting impedance measurements greater than 2000 ohms. Undersensing was also observed. A lead revision was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.